Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had to wear pads as he was experiencing urinary incontinence, this led to an in-clinic evaluation. It was confirmed that the device was functional; a procedure was scheduled to determine the cause of the issue. During surgery, urethral atrophy was determined. It is suspected that the former aus size was not the correct size for the patient. All aus components were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.